Event description:
Pt was alone on porch of care home, attempting to light a cigarette with a zippo lighter. The lighter dropped to the left of the pt on her lap, which ignited a fire. Pt was wearing a polyester garment. Flames errupted quickly, across her chest and over her head. Eye witnesses and staff called 911 and attempted to put out the fire with a blanket. The fire was successfully put out with three buckets of water. By the time the fire dept arrived, the fire was out. The ordeal lasted approx 6 minutes. The pt was found pulseless. Pt had sustained 3rd degree burns over 75% of her body. Cause of death was asphyxiation. Upon examining the wheelchair, it was noted that the chair sustained extensive fire damage, including the spokes of the wheels. Rptr has reason to believe that the wheelchair may have been advertized as "flame resistant". Rptr has requested an investigation into this issue, as well as info regarding FDA's standards for fire resistant wheelchairs.